Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was at work and while eating at his desk, he began to feel unwell. The patient reported standing up, becoming weak, nauseous, and losing consciousness for a "split second" and falling to the floor. No injuries were reported as a result of the patient¿s fall. The patient later reported his bg meter reading was 54 mg/dl around this time. The patient was also wearing a tandem mobi insulin pump. The patient also stated that he was unaware that his cgm device had ¿stopped functioning¿ earlier that morning. The patient also reported that his cgm device was not providing any alerts or warnings. The patient self-treated with orange juice and did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 5/26/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6)2026 at 6:56 am with transmitter/wearable serial number (B)(6). The sensor session lasted 2 days and ended due to a communication error on 4/30/2026 at 8:22 am. There were no bg calibrations attempted during the sensor session. During the time period, leading up to the comm error, the egvs were within target range. During the time period, leading up to the comm error, the egvs were within target range. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..